Manufacturer narrative:
(B)(4).

Event description:
It was reported that automatic mode switch episodes due to far r wave oversensing were observed. The patient was asymptomatic. Reprogramming was recommended.